Manufacturer narrative:
(B)(4) . (B)(6.) The lot was manufactured from (B)(6) 2014 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port after filling. There was no patient involvement. No additional information is available.